Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received without the original cannula. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported having blood glucose levels of 540 mg/dl and 430 mg/dl the morning of the call. Customer also reported having a blood glucose level over 500 mg/dl shortly before the call. Bllood glucose level was 600 mg/dl at the time of the call. Customer reported having a bent cannula, but troubleshooting showed that the insulin pump was functioning properly. No further information was provided.